Manufacturer narrative:
The onestep CPR complete electrodes used during the event were discarded by the customer. The device history record (DHR) for lot 3125d was reviewed with no discrepancies found, and all in-process and final inspection passed. Retain samples from lot were inspected and showed no signs of gel displacement. Since the electrodes from the event were not returned, it cannot be confirmed whether the lack of skin preparation contributed to the reported gel separation. Users are advised to follow the IFU (p/n: r2018-11) for skin preparation to ensure optimal adhesion. No trend is associated with reports of this type.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pad failed to adhere. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.